Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient¿s current ins needed to be charged more frequently than the first one did. The caller reported that the ins would not hold a charge and the patient needed to charge every two weeks. The caller was redirected to follow-up with the healthcare professional (hcp) to determine if the charging frequency was expected and to see if programming could be performed to reduce charging frequency. No symptoms were reported. No further complications were reported. Follow-up was conducted.